Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported allergies, hair loss, visual disturbances, pain in armpits, and enlarged lymph nodes. Device remains implanted. Record relates to the left side.

Event description:
Patient reported allergies, hair loss, visual disturbances, pain in armpits, and enlarged lymph nodes. Device has been explanted. Record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported allergies, hair loss, visual disturbances, pain in armpits, and enlarged lymph nodes. Device has been explanted. Record relates to the left side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 18/feb/2024.

Event description:
Patient reported allergies, hair loss, visual disturbances, pain in armpits, and enlarged lymph nodes. Later patient reported "breast implant illness symptoms", "pain and burning" and ¿capsule with possibly tightening¿. Record relates to the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ allergic reaction/hypersensitivity: unable to observe as it is not related to the device. ¿ breast pain: unable to observe as it is not related to the device. ¿ other medical event: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ varied injuries: unable to observe as it is not related to the device.

Event description:
Patient reported allergies, hair loss, visual disturbances, pain in armpits, and enlarged lymph nodes. Later patient reported "breast implant illness symptoms", "pain and burning" and ¿capsule with possibly tightening¿. Record relates to the left side. Device has been explanted.